Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in and reported a bravo capsule failure to attach. There was no harm to the patient but they mentioned having a sore throat. The file states that medical intervention was required but not what kind. Additional information has been requested regarding medical intervention. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure itself that may have led to the event. The user has been performing bravo for 10 years and was trained by a given representative. Before the procedure vacuum pressure measured at 550 mmhg. No lubricant was used to facilitate capsule placement. The device is expected to be returned for evaluation. The customer is not sure what caused the failure to attach.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient esophagus. One bravo ph capsule delivery device was not received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.